Event description:
Rec'd complaint via medwatch form filed by the facility. Don reports that on 12/20, the pt's treatment was initiated without incident. Pt complained of some nausea towards the end of the treatment, but no other unusual symptoms and pt was discharged from the facility. On 12/22 pt arrived for treatment, looked "terrible," complaining of nausea and vomiting since previous treatment, weight loss on 7 lbs noted. Labs drawn, nothing unusual noted except hct had dropped to 24.3% from 35.1%. Pt was sent to hospital for evaluation and admitted. Md notified clinic of diagnosis of acute hemolysis and pancreatitis. Pt was transfused with two units of blood and subsequently discharged two days later. Returned to clinic in normal state of health. Don reports that while reviewing the treatment sheet, she noted that after one hour, the pt had a significant drop to venous pressure. At a blood flow of 500ml/min the vp was 270, after one hour the vp had dropped to 110 while the blood flow remained at 500ml/min. There is documentation on the flow sheet that states, "no kinks in line noted." The don states that despite this, she suspects that there was a kink in the arterial line that was not observed. The line had been previously used without incident six times. The actual sample is available. A response letter and mailer have been sent to the facility.